Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. (B)(6) - mar 17 2023. 17-mar-2023: spoke with patient via phone. Patient indicated she underwent a right tka in may of 2020. Her leg recently got caught on a chair and dislocated her hip. She underwent a closed reduction. She is still experiencing pain and swelling within her groin. She will most likely undergo a revision to exchange her articulating surfaces. She has no additional needs at this time. She was provided the number for the product complaint and call number for additional questions/needs. Patient was able to provide her lot number: 9396753, j1215u, j47z21, d17093829, j62p02. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint: it was reported by the patient that: "I am desperate on my surgery. I have a hip replacement and I have lot numbers, serial numbers, batch numbers, but nowhere in my medical record does it states that my implant is ceramic or metal and I have done everything I know. The doctor is retired. I can¿t get hold of him. I have future surgery coming up and its very important to my health that we know this before I go in it or will it have a break. Fearing on the outcome in my surgery. So please give me a call back. They give me the numbers for johnson and johnson."